Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old female with a medical history of coronary artery disease and diabetes mellitus underwent a high-risk percutaneous coronary intervention (hrpci) with impella support via right femoral percutaneous arterial access. Serial pre-dilation was performed, and the impella pump was inserted over a guidewire on (B)(6) 2026, at 18:53. During advancement of the device, resistance was encountered due to patient anatomy, including a small aortic arch and a sharp angle required to navigate into the left ventricle. It was reported that during this maneuver, the cannula kinked, preventing further advancement of the device. The procedure was subsequently aborted, and the device was explanted at 19:00. No product damage was reported, and no excessive force was confirmed. The procedural outcome was aborted, and the patient outcome remains unknown at the time of reporting. The adverse event was attributed to difficult patient anatomy, specifically the sharp angulation and small aortic arch contributing to cannula kinking and inability to advance the device, resulting in procedure abortion without reported patient harm.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). B1: ticked to capture malfunction problem. The cause of the failure to advance was determined to be patient condition as the patient had small aortic arch preventing successful delivery of impella. The cause of the product damage was determined to be patient condition as the patient had small aortic arch and caused cannula to kink when the pump was turned over the arch.